Manufacturer narrative:
Lens was not fully implanted. The lens was inserted and removed. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), model pcb00v (25.0 diopter), the trailing haptic was detached. The doctor conducted removal and replacement by extra capsular cataract extraction (ecce). The doctor conducted incision enlargement during the removal and replacement. There was no visual acuity issue after the operation. No further information was provided.

Manufacturer narrative:
Device evaluation: the preloaded insertion system pcb00v unit was received in a bag. A loose lens was received out of the pcb00v device. The cartridge component was observed correctly engaged into the lower body of the pcb00v device. The plunger component was observed in a completely advanced position with the pushrod out of the cartridge tip. Visual inspection at 10x microscope magnification was performed and no lens was observed inside the device. Viscoelastic residues were observed. The trailing haptic was observed detached. The lens was observed with scratches, possibly as a result of the removal and replacement. The reported issue was verified on the returned pcb00v device. Manufacturing records review: the manufacturing process record (po) was evaluated and the devices were manufactured within specifications. The units were manufactured and released according to specifications. There is no non-conformance report (ncr) related to this complaint issue. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review and analysis of the returned device, there is no product quality deficiency. All pertinent information available to abbott medical optics has been submitted.